Event description:
On (B)(6) 2010, patient reported the infusion set connector is damaged. Patient stated she has been having trouble removing the needle box after pressing the blue button to release. Patient reported after removing the needle box, she had problem connecting the infusion tubing to the infusion site. Patient stated she was able to connect but hours later, she felt insulin leaking on her from the connector site. Patient reported she changed the infusion set and monitored her blood glucose. Patient stated she experienced an elevated blood glucose of 167 mg/dl. Patient's normal blood glucose is 150 mg/dl. Patient reported she bolused to reduce the elevated blood glucose which is back to normal range. Patient stated she feels the infusion sets are what is causing her elevated blood glucose. Patient reported she recalled pressing the blue button to remove the needle box. Advised patient to press the white sides with indentations and pull out in a 90 degree angle. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.